Event description:
It was reported that during central processing, the maryland bipolar forceps instrument tips did not meet. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer reported no arcing observed. The issue was observed during inspection.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a severely bent grip, causing side to side misalignment of the grips. There was a 0.074¿ offset at the tips. Additionally, the instrument was found to have charring and localized melting on the bipolar yaw pulley. The thermal damage was found at the base of the yaw pulley near the grip. As a result, the electrode was exposed. The instrument grips were manually manipulated, and the instrument passed an electrical continuity test on three out of three attempts.